Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/04/2018. International UDI: (B)(4); serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the battery required replacement. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 14jan2019, date rec¿d by MFR : 08jan2019, serial number obtained: (B)(4). Device evaluation: the manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power management board, battery, user interface to power management cable, fan, and retention plate and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.